Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the clinic is continuously seeing pacemaker patient¿s with ¿invalid data¿ on their remote website transmission reports. The data is not retrievable from the interrogation and is occurring at least two times per month for the last year; two examples cited. It was noted that for these two cases, the devices are being followed by the remote network, in between in-office follow-ups. The clinic thinks causation could be due to hospital electromagnetic interference (emi). Technical support (ts) sent media with data to product engineering (pe) for investigation. Pe discovered that this has nothing to do with emi in the hospital. For both files that were sent, the diagnostics were only running for a few minutes prior to the save-to-disk file being created. This means that they either did a ¿clear and end¿ session first, or the patient waited in the clinic for just beyond an hour between sessions before they did the save-to-disk. Because of this, most of the information that pe needs to look at has been erased, therefore, for future save-to-disk files, pe needs to see one that is done at the initial in-office session. Pe explained that in one example, the pop-up message ¿parameters have been programmed since diagnostics data reset.¿ occurs at in-office follow-ups when selecting to view on-screen diagnostic data. The root cause is a prior remote monitor interrogation of the device. There is nothing wrong with the diagnostic data. Memory bits in the device that trigger the pop-up message get set during the monitor interrogation. However, pe explained for the other example, invalid diagnostic data in legacy brady platform ipgs. Cases where stored egm recordings are not viewable and create a pop-up message ¿invalid data received from pacemaker¿. Preliminary analysis indicates that the device is writing marker channel data into the electrocardiogram (egm) recording memory space. The remote network may be a contributing factor; the root cause is unknown at this time. The remote website remains in use. No patient complications have been reported as a result of this event.